Manufacturer narrative:
The device was not explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker died in recovery hours after the implant procedure. The cause of death was reported as pulseless electrical activity (pea). It was reported the implant was uneventful, with good lead measurements obtained. The next day the field representative arrived to perform the post-operative device check and was informed the patient had died. There were no allegations against the implanted system.